Event description:
A failure code 810:04. Customer reported there were no pt injuries or med intervention associated with this report. Customer did not have info whether incident occurred during pt infusion.